Event description:
It was reported that pump kit, cadd-solis vip displays error code 45520, during testing. No patient or clinician injury.

Event description:
It was reported that pump kit, cadd-solis vip displays error code 45520, during testing. No patient or clinician injury.

Manufacturer narrative:
Other, one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A review of the manufacturing DHR for this device found no causes or potential causes of the customer reported failure. The pump has never been in for service prior to this time. The event log showed alarm evidence of the reported issue. To further investigate, a functional check test was performed. Customer's reported problem was duplicated. An inoperable keypad was found to be causing an error 45520 code alarm. The code was cleared and the keypad was replaced.